Event description:
The pt's power of attorney reported this incident. He stated the suspect device was used to check the pt's blood glucose and a result in the 500's mg/dl was obtained. Pt went to the hosp where their glucose was tested at 59 mg/dl. Pt was not treated for diabetes. Instead, pt was told to increase their lasix due to the amount of fluid retention pt had. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.